Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging an inaccurate result on their onetouch verio 2 meter.although no results were provided. This complaint is being reported because the reported results may not have met lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.